Event description:
The customer reported having a blood glucose (bg) of 240 mg/dl at 12:11 pm on (B)(6) 2013. The customer bolused 1.20 units of insulin at this time. At 2:33 pm, the customer's bgs were 158. At 5:09 pm, the customer's bgs were 264 so she changed the pod.

Manufacturer narrative:
The returned product was evaluated and no evidence of any manufacturing defect was detached. An air bubble, equivalent to 10+ units of insulin in size, was found in the insulin reservoir. As there was no evidence that the user attempted to remove residual insulin, this was most likely introduced during the fill process. Use error is therefore, determined to be the root cause of the hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.